Event description:
Patient was revised to address infection. Poly wear was discovered intraoperatively and excessive metal debris was found throughout the joint space because the head had worn through the poly.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Infection after this length of time implanted is not likely to involve a device or a device processing error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.